Manufacturer narrative:
Clarification d4 (device serial number): patient provided left side serial number (B)(6). This serial number did not populate in our system. Patient believes these may not be allergan implants. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture implant exchange." This is for the left side device. The device has been explanted. Patient was unsure of the manufacturer.

Event description:
Patient reported "rupture implant exchange." This is for the left side device. The device has been explanted. Patient was unsure of the manufacturer.